Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: device investigation did not show any device malfunction which is expected to be present whilst implanted. According to the patient report the device was explanted due to the active electrode array being migrated out of cochlea. At initial implantation a full insertion was achieved. Damages found during device investigation are related to explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient reports a decrease in performance with his left side implant. He reported he has never performed as well on the left as he has on the right but that his performance has gotten much worse. The patient has gradually begun to not perceive sound well on basal electrodes. The patient reported he can hear sounds on some of the channels but they are soft. When stimulated, the patient jumps and reports he can feel them. No trauma or change in health is reported. Information received on may 13th states that there are 6-7 electrode channels out of the cochlea. Therefore the device was explanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports a decrease in performance with the left side implant. Revision surgery is being discussed.